Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available

Event description:
The threaded headed hp pins broke during primary tkr case.

Manufacturer narrative:
Conclusion and justification status: the complaint states the threaded headed hp pins broke during primary tkr case. A review of complaints databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.